Manufacturer narrative:
Philips service replaced the sibbox unit and repaired the host pc main board. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that intermittent exposure failure occurred during imaging workflow on an allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.